Manufacturer narrative:
(B)(4). Product not returned as location is unknown. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint cannot be confirmed . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Reference report: 0001822565 - 2021 - 01670, 0001822565 - 2021 - 01671, 0001822565 - 2021 - 01672.

Event description:
It was reported that the patient was revised due to pain mid year 2021. Attempts have been made, but no further information is available at the time of this report.